Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported customer's insulin pump alarmed motor error during bolus. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. It is unknown whether customer uses the sensor feature. Customer is able to rewind the device. The device passed the self test. The alarm was resolved with a complete set change. Customer did not provide his blood glucose. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.